Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unable to verify unresponsive buttons due to critical pump error. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with minor scratches on case, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a broken force sensor, which was detected during seating or regular delivery and a keypad anomaly. The customer also reported that the insulin pump had critical pump error alarm. The customer blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue due the buttons won¿t allow. The insulin pump will be returned for analysis.